Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after beginning a new iron/magnesium calibrator lot, they saw a downward shift on both levels of quality control on the architect c8000. The customer requested another lot of calibrator for troubleshooting. The abbott customer technical advocate followed up with the customer on 2/27 and confirmed receipt of the calibrator. The customer stated the quality control was back in range, but requested the issue be investigated further. No impact to pt management was reported.